Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1: initial reporter full name: (B)(6). Complaint record ID # (B)(4).

Event description:
It was reported that during intra aortic balloon therapy , the sensation plus 8fr. 50cc iab (intra aortic balloon) alarm had fiber optic sensor failure. No injury or harm reported to patient.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: d4.

Manufacturer narrative:
Updated fields: b4, g1- contact person at mfg site, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion and h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated field: updated field: corrected field: d4 - UDI complaint record ID # (B)(4).

Event description:
N/a